Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microdiscectomy due to pain in the left leg, numbness and weakness. Intra-op, pituitary broke when surgeon was trying to remove the disc material. Surgeon was unable to retrieve broken off piece of the pituitary from the patient. A revision surgery was performed on the same day, in which the broken piece was removed. No fragment of the broken product remained inside the patient after the revision surgery. No complications were reported after the revision surgery.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the lower and upper jaw of the micropituitary has broken at the pivot pin hole. The jaw was returned but the pin was not. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. This type of damage is consistent with material overload. If information is provided in the future, a supplemental report will be issued.